Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)".

Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, disability and impairment.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced exposure, foreign body in patient, anterior and posterior vaginal wall mesh erosion, vaginal bleeding (blood loss), feeling of something in vagina like stitches (foreign body sensation), sweats, frequent urination, urinating frequently at night, grade one rectocele (prolapse), granulation tissue at vaginal opening and required additional surgical and non surgical interventions.